Event description:
Per the clinic, the patient experienced extrusion of the electrode array into the external auditory canal, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017, and the patient was re-implanted with a new device during the same surgery.